Manufacturer narrative:
Field service engineer was dispatched to the site and verified proper operation of the loaner injector per service manual. All injector functions and calibrations were within the manufacturer specifications. Unit returned to full service by the customer.

Event description:
Customer reported a small amount of air was detected in the image of (B)(6) year-old female patient undergoing a chest abdomen pelvis scan. No patient injury was reported. Patient was observed and physician determined that air injected was not clinically significant. Patient was discharged. Customer reported they purged the lines with contrast and saline prior to the injector and no air bubbles were viable. Contrast: pre-filled optiray 350 syringe. IV access site: left antecubital (ac), IV access device: 22 gage auto guard intra-site angio catheter, injection protocol: 1.5cc/second 40cc contrast followed by 8 second delay followed by 30cc. Injector gave no error codes.